Event description:
The manufacturer's representative reported that the "patient has all the symptoms of withdrawl". The hcp performed troubleshooting of the pump. "He calculated the flow rate and observed significant difference error of +25%. Then he performed a catheter contrast study which showed no issues. Then he removed the durg and filled the pump with preservative free 0.9% normal saline." The hcp performed a pump roller study, the study was ok. Did not show a rotor stall. The pump was explanted and replaced with a similar device. "Patient is relieved and does not present any symptoms of withdrawl."